Manufacturer narrative:
Engineering evaluation of the returned device noted that the mushroom feature was deformed consistent with engagement of the insert with the tibial tray. The distal surface of the insert had burnishing consistent with motion between the insert and the tibial tray. The proximal lateral corner of the spine had deformation consistent with impingement from a solid. The device history record review provides assurance that the part was accepted with conformance to product requirements. This device is associated with revision previously reported in mfg report #s 1038671-2011-00079 and -00080.

Event description:
Revision of left primary knee components approximately 4 years post operatively due to loosening.